Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a (B) (6) male underwent the registry index procedure on (B) (6) 2008. The subject was an elective participant at a promus/endeavour center. The surgery and hospitalization went without reported incidents or events and therefore, the subject was discharged on (B) (6) 2008. The subject was discharged on dual anti-platelet therapy (asa and clopidogrel). No angina was reported at the time of discharge. The 6-month follow-up was completed on (B) (6) 2009 and the target vessel revascularization (tvr) identified during this follow-up, per the crf. No other events or anti-platelet medication changes were reported at the time. The tvr was reported as having occurred on (B) (6) 2009. The left distal left anterior descending (lad) coronary artery was treated with a non-abbott drug eluting stent during the percutaneous coronary intervention (pci). There were no changes at the time of the reported event. The patient information reported that the registry stent was not involved. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Restenosis is a known adverse event as listed in the promus IFU. Additionally, restenosis and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Although a conclusive cause for the patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was also reported that a non-abbott drug eluting stent was later implanted, it should be noted that the IFU cautions: when multiple drug eluting stents are required, only promus stents should be used. Potential interaction with other drug eluting stents or coated stents have not been evaluated and should be avoided. (B) (4)